Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ("more hemorrhagic menstruations") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystic lymphangioma and cure of varicose veins. Concurrent conditions included chronic obstructive pulmonary disease. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("multiple joint pain (of main joints)"), tendon pain ("multiple tendon pain"), dysmenorrhoea ("painful menstruations"), menstruation irregular ("irregular menstruations") and fatigue ("fatigability"). The patient was treated with surgery (bilateral annexectomy with resection of the interstitial part with devices). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, arthralgia, tendon pain, dysmenorrhoea, menstruation irregular and fatigue outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, fatigue, menorrhagia, menstruation irregular and tendon pain to be related to essure. The reporter commented: decrease in physical activity due to fatigability and joint pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: removal questionnaire was received and the following information was provided: patient¿s date of birth, concomitant condition and medical history were added; essure was removed according to the patient's wish; the reporter considered events related to essure; events onset date provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ("more hemorrhagic menstruations") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("multiple joint pain (of main joints)"), tendon pain ("multiple tendon pain"), dysmenorrhoea ("painful menstruations"), menstruation irregular ("irregular menstruations") and fatigue ("fatigability"). The patient was treated with surgery (bilateral annexectomy with resection of the interstitial part with devices). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, arthralgia, tendon pain, dysmenorrhoea, menstruation irregular and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, fatigue, menorrhagia, menstruation irregular and tendon pain with essure. The reporter commented: decrease in physical activity due to fatigability and joint pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.